Event description:
It was reported that the pt turned the stimulator off at night. The following morning the device would not turn on using the pt programmer. Pt tried to turn on the device using the magnet, to no avail. The ipg also failed to communicate with the charger. Later the same evening the ipg came on by itself at a very high amplitude. Pt reported that the stimulation was felt in the ribs. The pt's husband turned off the device with a magnet. On (B) (6) 2010, the sales rep met with the pt and tried 2 different programmers and the pt's charging system, neither established communication with the ipg. The pt's ipg was replaced.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed and found to meet specifications. No anomalies were found. The device was visually inspected and no anomalies were noted. The device failed communication testing with the pt programmer and displayed an error code. The autotest was not performed on the ipg due to lack of telemetry. The lab chargers and programmers were not able to communicate with the device. Conclusion: the reported event was confirmed. As received the ipg is non-functional. The ipg fails to communicate with a lab charger and a lab pt programmer. No visual anomalies were noted. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.